Event description:
It was reported that two ozark variable self-starting screws fractured intra-operatively and that the fractured screw shanks remain implanted in the patient. The procedure was completed successfully with a 30 minute surgical delay. This report captures the first of two screws.

Event description:
No new information.

Manufacturer narrative:
An updated review of the risk documentation regarding this event does not suggest a recurrence of this event could result in a death or serious injury. Therefore, this event is no longer reportable to the FDA. H6 codes have been updated to reflect conclusion of the investigation. Event is no longer reportable.